Event description:
The customer reported that she activated the device at 9:37 am. At 1:07 pm her blood glucose was 152 mg/dl and her lunch contained 25 grams of carbohydrate, so she took a 3.1 unit bolus. At 1:52 p, her bg was 217 mg/dl which she corrected with a 2 unit bolus. She took a second 2 unit bolus 6 minutes later with bg reading 295 mg/dl. At 3:20 pm her bg had gone up to 415 mg/dl, so she removed the pod. The cannula looked bent when it was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."